Event description:
It was reported that the icf100 intraclude was likely punctured during application of annular suture of mitral valve. No additional information at this time.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Based on the provided information, it is likely that the balloon was punctured by the user during application of the annular suture, resulting in the observed damage.

Manufacturer narrative:
Customer complaint of puncture was confirmed. Device was returned with visible traces of blood. Balloon was observed to be ruptured. Edges of rupture site appeared to match up. Aortic root pressure lumen was found to be occluded with blood. All other through lumens were found to be patent without any leakage or occlusion. Catheter was observed to have a kink along the shaft distal of the hub. No other visual damage, contamination, or other abnormalities were found.